Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ prismalix. As it was stated, upon the preventive maintenance activities being performed on the device, ingress of fluids and corrosion buildup were identified. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles or liquid droplets falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Initial reporter: getinge service technician: (B)(6) h3 other text : device not returned to manufacturer.

Event description:
Manufacturer;s reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ prismalix. As it was stated, upon the preventive maintenance activities being performed on the device, ingress of fluids and corrosion buildup were identified. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles or liquid droplets falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification, since rust on a device and liquid dripping can be considered as technical deficiency, and contributing factor to the reported situation. It remains unknown if the device was or was not being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issues have never led to serious injury or worse, to our knowledge. As stated by the subject matter expert at the manufacturer¿s site, during the assembly of spring arms the supplier applies a creamed grease. Such creamed grease is turning into liquid only above 135°c. So, the black dripping liquid observed, therefore, cannot come from the spring arm itself but finds its origin elsewhere. The first likely cause is a combination of air conditioning and an excess of oil at the bushing location between the spring arm and the main arm. And according to the latest technical investigations carried out in august 2020 at maquet sas the second probable root cause would be an excess of cleaning product in the lower part of the spring arm, applied in spray or with a sponge, but not in compliance with the recommendations given in our user manual (IFU 0113103 ed3g, pages 28-29). The other malfunction investigated herein was also brought to analysis by subject matter experts, however, as they stated, in this case maquet sas did not receive enough information to conduct the technical investigation (no pictures) it is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.